Event description:
Philips technical support specialist (tss) reported that he replaced the patient support vertical motor brake assembly (B)(4), the customer reported that the next day the CT couch motion was stopped when moving upward. The tss confirmed there was no un-commanded or un-controlled motion and there was no harm to a patient, operator, or bystander. The tss evaluated the system and determined that the patient vertical motor brake assembly which was installed th previous day, had failed and replaced the failed vertical motor brake assembly with the original for a temporary resolution. A new patient support vertical motor brake assembly kit has been ordered and will be replaced in the near future.

Manufacturer narrative:
(B)(4). We wil file a follow up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that when moving the patient support of their ingenuity core CT system in the "up" direction, the patient support would intermittently stop short of the desired position. The issue occurred six days after the vertical brake was replaced via fco72800625 (vertical drive shaft adhesion 10:1 gear box ratio repair for br16/64/big-bore/ict/ictsp/ingenuity flex/core/core128/CT). The customer confirmed that there was no un-commanded or uncontrolled motion of the patient support as a result of the issue. The customer also confirmed that the issue did not result in harm to a patient, operator, or bystander. On (B)(6) 2015, a philips technical support specialist (tss) arrived at the customer site and evaluated the system. The tss determined that the vertical motor drive/brake had failed and replaced it with the vertical motor drive/brake that was removed from the system on (B)(6) 2015. The failed vertical motor drive/brake was sent for analysis by CT engineering. The tss did not provide log files or a bug report for analysis by CT engineering. CT engineering evaluated the failed vertical motor/brake and found: some type of sticky contamination over the entire friction surface on both sides was observed. The contamination did not fluoresce under a uv light source indicating it is not loctite. There were no other observable issues with this particular assembly. (Ie loose electrical terminals, loctite, improper assembly, etc.) It was attempted to turn the motor shaft by using the output shaft. It did not move. It was observed that the brake disk was moving up and down together with the moveable brake plate. After about 12 repetitions of this motion the brake disk released from the moveable brake plate and it was able to rotate the shaft. The probable root cause of this failure is that the contamination on the surface of the brake disk resulted in friction that locked up the brake. CT engineering was unable to determine the type of contaminate other than proving that it was not loctite. It is unknown how the brake disk became contaminated with this material. This failure mode would result in halting of the patient support vertical motion, and would not be likely to result in a catastrophic failure of the brake or patient support. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: design employs a 4:1 minimum safety factor. Safeguards: -electrical power loss automatically spring actuated brake. - when system not in motion, brake applied. Brake can suspend full load even when being driven downward by motion system. A lock tab is employed on the screw of the motor to lead screw coupling. Provide adequate and safe training, procedures and documentation. Safety bar present in patient table for use in servicing and assembly of vertical drive components. When the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed. On (B)(4) 2015 fco72800625 was successfully implemented to resolve the issue.

Event description:
A philips technical support specialist (tss) reported that he replaced the patient support vertical motor brake assembly (per fco 72800625), the customer reported that the next day the CT couch motion was stopped when moving upward. The tss confirmed there was no un-commanded or un-controlled motion and there was no harm to a patient, operator, or bystander. The tss evaluated the system and determined that the patient vertical motor brake assembly, which was installed the previous day, had failed and replaced the failed vertical motor brake assembly with the original for a temporary resolution. A new patient support vertical motor brake assembly kit has been ordered and will be replaced in the near future.